Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "vent inop" while on a patient and the events log has a "post dac ot adc error." There was no harm to the patient and the patient was placed on an alternate ventilator.

Manufacturer narrative:
The vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was isolated to resistor 608 on the pcba being faulty, resulting in a decrease in voltage.